Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A caller reported that a high scan of 115 mg/dl was received on the sensor when compared to a competitor meter result of 60 mg/dl. The customer experienced a loss of consciousness and was rushed to the hospital where unspecified blood glucose was obtained and the customer was diagnosed with hyperglycemia. The customer's glucose level was monitored but no emergent treatment was rendered. No further information was provided by the customer. There was no report of death or permanent injury associated with this event.